Event description:
It was reported the pt had the catheter replaced due to leaks in the catheter. One of the leaks was at the center of the back that caused a "big red circle". The other leak was in the spinal area. The pt stated, "the tube was tangled up in the spinal area". Please see MFR report #2182007-2009-03301. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.